Event description:
This male patient with a history of hypertension, diabetes (oral anti-diabetics), and previous mi was admitted with unstable angina. He was currently taking aspirin, plavix, statins, and beta-blockers. Reported baseline labs and vitals signs were within normal limits. Angiography revealed a 99%, 12.8mm, de novo, bifurcating, irregular, eccentric, b2type lesion in the proximal left anterior descending artery (lad). The vessel was described as 3.0mm in diameter with no excessive angulation at the take off. Plavix and heparin were administered. The bifurcation was double wired to protect the non-target vessel. The lesion was predilated with a 2.0 x 10mm balloon inflated to 18 atms. A 3.0 x 13mm cypher select plus stent was deployed to 18 atms with satisfactory results. The stent was not postdilated. Residual stenosis was 0%. No procedural complications were reported. The pt was discharged the following day with orders for daily administration of aspirin, plavix, oral anti-diabetics, statins, and beta-blockers. Five days later, the pt died suddenly at home. This event was not proceeded by any symptoms. No autopsy was performed. The cause of death was sudden cardiac death.

Manufacturer narrative:
Please note. Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt.